Event description:
It was reported that the lead had increasing and high impedance and tripped the lead integrity alert. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and no anomalies were found. However, it was noted that the defibrillation coil was distorted, the distal conductor was stretched, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, and there was apparent explant damage.